Event description:
It was reported that a patient underwent a premature ventricular contraction cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade that required pericardiocentesis. First, when the soundstar eco catheter was connected, error 6150 occurred. The catheter was replaced and the issue was resolved. After the ablation at right ventricular outflow tract (rvot) and while mapping the left ventricular outflow tract (lvot), the patient¿s blood pressure dropped. Cardiac effusion was confirmed by echo. Pericardial drainage was performed and it was confirmed that the patient¿s blood pressure got stable. The procedure was completed. Extended hospitalization was required. The physician assessment of the health problem was non-serious (moderate/minor). Atrial septal puncture was not performed. Ablation was performed before pericardial effusion or tamponade was identified. No steam pop. Additional information was received on 14-dec-2023. Patient had improved. Additional information was received on 17-dec-2023. Soundstar eco catheter lot #: g9343376 was not inserted into the patient body and exchanged to 2nd soundstar eco catheter. The 2nd soundstar eco catheter lot #: g9344661 had no malfunction but it was related to the adverse event because it was inserted into the patient body when the adverse event occurred. Additional information was received on 24-dec-2023: physician's opinion on the cause of this adverse event was the procedure. The patient has fully recovered but required extended hospitalization for follow-up observation. The error 6150 was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The event was assessed as MDR reportable under the ablation catheter (thermocool® smart touch® sf bi-directional navigation catheter).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).